Event description:
The customer reported that at the beginning of a therapeutic plasma exchange (tpe)procedure, they received multiple 'cells detected in plasma line from centrifuge' alarms. The rn increased the hematocrit numerous times for troubleshooting. Per the customer, no cells were visible in the plasma line and no plasma cells were observed in the plasma line. The rn discontinued the procedure and continued on another spectra optia machine. No medical intervention was necessary for this event. The patient is in stable condition. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for hemolysis has occurred.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rbc detector signals indicate that it is possible that the ¿cells were detected in plasma line from centrifuge¿ alarm possibly was triggered due to hemolysis. There are also some common signals present of hemolysis in the plasma that was flowing past the rbc detector. These signals appeared almost immediately once the operator pressed the start button, which could also indicate an air bubble in the plasma line. Based on the information from the rdf, the rbc detector operated as intended by triggering the alarm. The disposable set was returned for investigation. The set was visually inspected for kinks,occlusions, missing parts, misassemblies and none were noted. The plasma line was heat sealed in several places. The contents in the plasma line appeared to be intact rbcs which had sedimented during shipping. The plasma appeared to be clear and did not contain free hemoglobin. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information: the device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the machine alarm as experienced by the customer. Root cause: per the rdf analysis, the rbc detector signals began to deviate before the patient's plasma had yet reached the rbc detector. Therefore, it can be stated that this alarm was not caused by hemolysis. The signals indicate that an air bubble could have been trapped in the plasma line and caused the signals from the rbc detector to trigger the alarms. Although a definitive root cause could not be determined, the alarms were most likely due to an air bubble trapped in the plasma line.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.